Manufacturer narrative:
Findings: pump received with normal operating and passed self test. No rewind anomaly during testing noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 300 to 400 mg/dl at the time of the call. The customer stated that they hard issues rewinding the insulin pump. The customer was unable to rewind the insulin pump. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.